Manufacturer narrative:
Product analysis: evaluation of the returned the device confirmed that the inner and outer diameters of the shaft meet specification. As received the catheter is missing the white soft tip, approximately 2mm in length is torn off at the distal edge of the tip sleeve. The detached tip and the taiga guide catheter were returned and when measured met specification confirming that no part of the device remained in the patient.

Event description:
The physician intended to use a taiga guide catheter. A radial approach was used. There was no damage noted to packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was experienced with the sheath tip when advancing the device due to a spasm in the blood vessel. The catheter was advanced further while being slightly distorted the distortion of the device was due to the resistance. Excessive force was not used. It is indicated that the organic stenosis site developed as a result of the blood vessel spasm and arteriosclerosis. It is reported that during an engagement attempt the distal tip of the device seemed to be torn apart under fluoroscopy. When withdrawing the device, the physician noted that the tip was torn apart and broken off. The fragment was inside the tip of the non-medtronic sheath and was removed by slowly withdrawing the sheath. The procedure was completed under anaesthetic, due to the patient spasm and the procedural approach changed to the inguinal region. The detached portion of the device was removed from the patient before the inguinal region was punctured. The physician stated that if another guide catheter was inserted at the same radial site, the device fragment could not have been retrieved. No patient injury is reported.